Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter aortic valve, the deployment of the valve was attempted 2 times; however, the valve would not stayed "seated" within the native annulus and was recaptured following each deployment attempt. Subsequently, the system was withdrawn from the patient and a 34 mm transcatheter aortic valve was implanted. It was noted that the patient was in between valve sizes due to poor imaging. No patient complications were reported as a result of this event. Additional information was received indicating that a bottom of pigtail starting point was used for deployment. The valve reached 80% deployment at a depth of 3 to 5 mm. At this point, the valve dislodged in the aortic direction. The valve was recaptured and re-deployed; however, the same issue occurred and the valve was recaptured again. Of note, a non-medtronic guidewire was used.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Corrected data: d1. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter aortic valve, the deployment of the valve was attempted 2 times; however, the valve would not stayed "seated" within the native annulus and was recaptured following each deployment attempt. Subsequently, the system was withdrawn from the patient and a 34 mm transcatheter aortic valve was implanted. It was noted that the patient was in between valve sizes due to poor imaging. No patient complications were reported as a result of this event.